Event description:
The customer reported that his blood glucose reached 324 mg/dl after five hours after of wearing the pod on his arm. He noticed that the cannula had slipped out of the skin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualifications records were reviewed and the product lot met all acceptance criteria.